Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) rose from 110/115 mg/dl to 340 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and experiencing pain and bleeding at the infusion site, patient found the needle had not retracted as intended; this indicates a needle mechanism failure occurred. Additional method of treatment was not provided.